Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer did not have a battery to try. Customer was advised the battery cap would be replaced and to revert to back up plan until she received it. Blood glucose value was 443 mg/dl; treated with manual injection. The customer called back and stated that the insulin pump is still not turning on after replacing the battery cap. . Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.